Event description:
Clinical study. It was reported that during a coronary artery drug eluting stent treatment procedure, mild balloon withdrawal resistance occurred. The lesion being treated in the index procedure was a 3.0x28mm, mildly tortuous, mildly calcified, bifurcated long lesion located in the proximal and mid left anterior descending artery (lad) with 95% in-stent restenosis. The physician treated the target lesion with pre-dilatation and successful placement of a taxus liberte' 3.00x32mm drug eluting stent. The stent was post dilated and the post-procedure target lesions had 0% diameter stenosis. During withdrawal of the stent delivery system and the balloon after the inflation from the lad artery, there was mild balloon withdrawal resistance from the stent. The event was resolved without treatment. No special action was taken. There were no reported complications. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplement medwatch report will be filed.